Manufacturer narrative:
Follow-up # 1 date of submission 10/21/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/11/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A tear was observed on the bolus button cover. During testing, the bolus button was unresponsive to user presses. The bolus button cover was removed and the button slug was found to be missing.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. It was reported that the audio bolus button was unresponsive. Reportedly, the audio bolus button had a hole in it. The pump had been exposed to moisture that day but the reporter denied any visible moisture or corrosion. It could not be determined whether the tactile changes occurred prior to the damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.